Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, the patient experienced anterior knee pain and a revision approximately 6 years after a tka surgery. Reportedly, ¿x-rays showed dislocated articular insert.¿ the x-ray imaging was not provided, and the patient¿s current health status is unknown. Without the requested clinically relevant information, the root cause of the reported anterior knee pain and dislocated articular insert cannot be definitively concluded. The impact beyond the reported symptoms and subsequent revision cannot be determined and no further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2015, the patient experienced anterior knee pain and the xrays showed dislocated articular insert, the issue was addressed via revision surgery on (B)(6) 2021.